Event description:
This case was reported via regulatory authority (B)(6) - heath authorities in (B)(6) ((B)(4)) on 24-mar-2017 and was forwarded to bayer on 28-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("removal of left essure from uterine cavity"), device breakage ("removal of fragment of essure in uterine cavity, no information on location or visibility of right essure"), device dislocation ("no information on location or visibility of right essure"), burnout syndrome ("psychological depression, depression diagnosed as "burn-out", sick leave on medical advice") and colon dysplasia ("low-grade dysplasia, colonoscopy in 2012 found nothing") in a (B)(6) female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (three caesarean sections), eclampsia (one cesarean section with eclampsia with coma), coma and uterine adhesions (adhesions in 200(nos) after three caesareans). Previously administered products included pill (poorly tolerated), implant (contraceptive implant poorly tolerated), iud (poorly tolerated) and vaginal ring (poorly tolerated). In 2007, the patient started essure (ess205). In (B)(6) 2007, the patient experienced burnout syndrome (seriousness criterion medically significant), colon dysplasia (seriousness criterion medically significant), pain in extremity ("my pain, bleeding and symptoms have not ceased to grow, violent pain in limbs especially the leg"), ovulation pain ("pain during ovulation") with abdominal pain lower and micturition urgency, pain ("entire body generally in pain during ovulation"), menorrhagia ("abundant menstrual bleeding"), vaginal haemorrhage ("vaginal secretion of old blood"), vaginal discharge ("malodorous discharges throughout the cycle"), gastrointestinal motility disorder ("gastrointestinal disorder with diarrhoea and constipation") with flatulence, migraine with aura ("migraine attack with visual and auditory disturbances") with visual impairment and auditory disorder, dizziness ("dizzy spells every day"), tremor ("trembling every day") and insomnia ("insomnia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with lamaline [atropa bellad ext,caff,papav somnif tinct,paracet], zolmitriptan, oxazepam (seresta), surgery (hysteroscopy for removal of left essure from uterine cavity on (B)(6) 2015) and surgery (hysteroscopy for removal of fragment of essure in uterine cavity on (B)(6) 2016). At the time of the report, the device expulsion, device breakage, device dislocation, burnout syndrome, colon dysplasia, pain in extremity, ovulation pain, pain, menorrhagia, vaginal haemorrhage, vaginal discharge, gastrointestinal motility disorder, migraine with aura, dizziness, tremor and insomnia outcome was unknown. The reporter considered device expulsion, device breakage, device dislocation, burnout syndrome, colon dysplasia, pain in extremity, ovulation pain, pain, menorrhagia, vaginal haemorrhage, vaginal discharge, gastrointestinal motility disorder, migraine with aura, dizziness, tremor and insomnia to be related to essure (ess205). The reporter commented: after three caesarean sections, including one with eclampsia with coma in 96, and occlusion due to adhesions and poor tolerance of contraceptive methods including pill, implant, iud and vaginal ring, at 30 years of age, essure seemed to be the solution. However, my pain, bleeding and symptoms have not ceased to grow. Abundant menstrual bleeding, vaginal secretion of old blood and then malodorous discharges throughout my cycle (after placement of essure occlusion due to adhesions in 200(nos) after three caesareans). Each doctor or specialist did or did not try to find the causes, and at times the treatments considerably worsened my general health status. By listening to my body, I understood and felt that everything was gynaecological. Recurrent violent symptoms, different depending on my menstrual cycle and no other medical history. Psychological depression. In the summer of 2016, after neurological examination found nad (no abnormality detected), I stopped taking all medication, except lamaline, zolmitriptan, seresta. Diagnostic results (normal ranges are provided in parenthesis if available): in 2012: colonoscopy result was no abnormality detected (normal). -over the past ten years: tests including magnetic resonance imaging (MRI), computed tomography (CT) scan, x-ray, ultrasound of skull, lungs, spine and pelvis, colonoscopy, carpal tunnel, appointments with general practitioner and at hospital, gynaecologists, neurologist, psychiatrist, blood tests, etc.: no results provided. -on (B)(6) 2015: hysteroscopy: removal of left essure from uterine cavity. No information on location or visibility of right essure -on (B)(6) 2016: hysteroscopy: removal of left essure from uterine cavity. No information on location or visibility of right essure -in summer 2016: neurological examination: found nad (nothing). Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced removal of left essure from uterine cavity (interpreted as device expulsion), a subsequent removal of fragment in uterine cavity (interpreted as device breakage), and no information on location or visibility of right essure (interpreted as device migration). She also experienced psychological depression diagnosed as burnout and low-grade colon dysplasia. The symptoms started after placement. The two device removals were performed by hysteroscopy approx. 8-9 years after placement. The above events are serious due to medical significance. Device breakage, expulsion, and migration are anticipated in the reference safety information of essure; burnout and colon dysplasia are unanticipated. Breakage and dislocation issues can occur during the insertion (particularly during difficult procedures) or during wearing of essure. In this particular case, the patient mentioned the presence of uterine adhesions from previous multiple cesarean sections, which may be a potential factor of poor visibility at insertion. However, based on the limited information, and given the nature and course of the events, a causality of essure cannot be excluded (related). Burnout syndrome and colon dysplasia are non-gynecological disorders with risk factors unrelated to locally active devices, therefore their causal relationship with essure was assessed as unlikely (unrelated). Numerous other events, non-serious, were additionally reported. The case was classified as incident in line with the ha assessment and due to surgeries for device removal. No active follow-up can be pursued in this ha case. A product technical analysis is expected.

Manufacturer narrative:
This case was reported via (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("removal of left essure from uterine cavity / one implant migrated into uterus"), device breakage ("removal of fragment of essure in uterine cavity / other implant broke into several pieces by pulling on it"), the first episode of device dislocation ("no information on location or visibility of right essure at hysteroscopy"), the second episode of device dislocation ("metal particles wandering around in her private parts from then on"), burnout syndrome ("psychological depression, depression diagnosed as "burn-out", sick leave on medical advice") and colon dysplasia ("low-grade dysplasia, colonoscopy in 2012 found nothing") in a (B)(6) female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (three caesarean sections), eclampsia (one cesarean section with eclampsia with coma) in 1996, coma in 1996, uterine adhesions (adhesions in 200(nos) after three caesareans) and parity 3 (last birth in 2006). Previously administered products included for an unreported indication: pill, vaginal ring, iud and implant. In 2007, the patient had essure (ess205) inserted. On the same year, the patient experienced general physical health deterioration ("deteriorated state of health"), arthropathy ("joint disorder"), muscle disorder ("muscle disorder"), nervous system disorder ("neurological disorder"), fatigue ("major fatigue"), ear disorder ("ent problems - ear disorder"), nasal disorder ("ent problems - nasal disorder"), throat irritation ("ent problems -throat irritation"), palpitations ("heart palpitations") and depression ("for lack of a better answer, she was diagnosed with depression") with stress. In (B)(6) 2007, the patient experienced burnout syndrome (seriousness criterion medically significant), colon dysplasia (seriousness criterion medically significant), pain in extremity ("my pain, bleeding and symptoms have not ceased to grow, violent pain in limbs especially the leg"), ovulation pain ("pain during ovulation") with ovulation pain and micturition urgency, pain ("entire body generally in pain during ovulation / everything was in pain, unbearable pain, kept getting worse"), menorrhagia ("abundant menstrual bleeding / haemorrhagic menstrual periods"), vaginal haemorrhage ("vaginal secretion of old blood"), vaginal discharge ("malodorous discharges throughout the cycle"), gastrointestinal motility disorder ("gastrointestinal disorder with diarrhoea and constipation / constipation") with flatulence, migraine with aura ("migraine attack with visual and auditory disturbances / violent migraines") with visual impairment and auditory disorder, dizziness ("dizzy spells every day"), tremor ("trembling every day") and insomnia ("insomnia / sleep loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criterion medically significant), the second episode of device dislocation (seriousness criteria medically significant and intervention required), complication of device removal ("other implant broke into several pieces by pulling on it") and device difficult to use ("on three occasions a gynecologist tried to remove them"). The patient was treated with lamaline [atropa bellad ext,caff,papav somnif tinct,paracet], zolmitriptan, oxazepam (seresta), analgesics, surgery (hysteroscopy for removal of left essure from uterine cavity on (B)(6) 2015, hysteroscopy for removal of fragment of essure in uterine cavity on (B)(6) 2016 and ablation of uterus and uterine tubes scheduled for end of (B)(6) 2017). At the time of the report, the device expulsion, device breakage, burnout syndrome, colon dysplasia, pain in extremity, ovulation pain, pain, menorrhagia, vaginal haemorrhage, vaginal discharge, gastrointestinal motility disorder, migraine with aura, dizziness, tremor, insomnia, complication of device removal, device difficult to use, general physical health deterioration, arthropathy, muscle disorder, nervous system disorder, fatigue, ear disorder, nasal disorder, throat irritation, palpitations, depression and stress outcome was unknown and the last episode of device dislocation had not resolved. The reporter considered arthropathy, burnout syndrome, colon dysplasia, complication of device removal, depression, device breakage, device difficult to use, device expulsion, dizziness, ear disorder, fatigue, gastrointestinal motility disorder, general physical health deterioration, insomnia, menorrhagia, migraine with aura, muscle disorder, nasal disorder, nervous system disorder, ovulation pain, pain, pain in extremity, palpitations, stress, throat irritation, tremor, vaginal discharge, vaginal haemorrhage, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: after three caesarean sections, including one with eclampsia with coma in 96, and occlusion due to adhesions and poor tolerance of contraceptive methods including pill, implant, iud and vaginal ring, at (B)(6), essure seemed to be the solution. However, my pain, bleeding and symptoms have not ceased to grow. Abundant menstrual bleeding, vaginal secretion of old blood and then malodorous discharges throughout my cycle (after placement of essure occlusion due to adhesions in 200(nos) after three caesareans). Each doctor or specialist did or did not try to find the causes, and at times the treatments considerably worsened my general health status. By listening to my body, I understood and felt that everything was gynaecological. Recurrent violent symptoms, different depending on my menstrual cycle and no other medical history. Psychological depression. In the summer of 2016, after neurological examination found nad (no abnormality detected), I stopped taking all medication, except lamaline, zolmitriptan, seresta. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2012: no abnormality detected (normal) . -over the past ten years: tests including magnetic resonance imaging (MRI), computed tomography (CT) scan, x-ray, ultrasound of skull, lungs, spine and pelvis, colonoscopy, carpal tunnel, appointments with general practitioner and at hospital, gynaecologists, neurologist, psychiatrist, blood tests, etc.: no results provided. Fault of fragile intestines diagnosed by doctors. -on (B)(6) 2015: hysteroscopy: removal of left essure from uterine cavity. -on (B)(6) 2016: hysteroscopy: removal of fragment of essure from uterine cavity. No information on location or visibility of right essure. -in summer 2016: neurological examination: found nad (nothing). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1628 cases. Device dislocation. The analysis in the global safety database revealed 1162 cases. Device expulsion. The analysis in the global safety database revealed 242 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user atterrpts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufactunng batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or other is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: it was confirmed by health authority that (B)(4) is a duplicate of this case. All information from (B)(4) was transferred to this remaining case. Reporter, patient information, treatment drug and events added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 24-mar-2017 and was forwarded to bayer on 28-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("removal of left essure from uterine cavity"), device breakage ("removal of fragment of essure in uterine cavity, no information on location or visibility of right essure"), device dislocation ("no information on location or visibility of right essure"), burnout syndrome ("psychological depression, depression diagnosed as "burn-out", sick leave on medical advice") and colon dysplasia ("low-grade dysplasia, colonoscopy in 2012 found nothing") in a (B)(6) female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (three caesarean sections), eclampsia (one cesarean section with eclampsia with coma), coma and uterine adhesions (adhesions in 200(nos) after three caesareans). Previously administered products included pill (poorly tolerated), implant (contraceptive implant poorly tolerated), iud (poorly tolerated) and vaginal ring (poorly tolerated). In 2007, the patient started essure (ess205). In (B)(6) 2007, the patient experienced burnout syndrome (seriousness criterion medically significant), colon dysplasia (seriousness criterion medically significant), pain in extremity ("my pain, bleeding and symptoms have not ceased to grow, violent pain in limbs especially the leg"), ovulation pain ("pain during ovulation") with abdominal pain lower and micturition urgency, pain ("entire body generally in pain during ovulation"), menorrhagia ("abundant menstrual bleeding"), vaginal haemorrhage ("vaginal secretion of old blood"), vaginal discharge ("malodorous discharges throughout the cycle"), gastrointestinal motility disorder ("gastrointestinal disorder with diarrhoea and constipation") with flatulence, migraine with aura ("migraine attack with visual and auditory disturbances") with visual impairment and auditory disorder, dizziness ("dizzy spells every day"), tremor ("trembling every day") and insomnia ("insomnia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with lamaline [atropa bellad ext,caff,papav somnif tinct,paracet], zolmitriptan, oxazepam (seresta), surgery (hysteroscopy for removal of left essure from uterine cavity on (B)(6) 2015 and hysteroscopy for removal of fragment of essure in uterine cavity on (B)(6) 2016). At the time of the report, the device expulsion, device breakage, device dislocation, burnout syndrome, colon dysplasia, pain in extremity, ovulation pain, pain, menorrhagia, vaginal haemorrhage, vaginal discharge, gastrointestinal motility disorder, migraine with aura, dizziness, tremor and insomnia outcome was unknown. The reporter considered device expulsion, device breakage, device dislocation, burnout syndrome, colon dysplasia, pain in extremity, ovulation pain, pain, menorrhagia, vaginal haemorrhage, vaginal discharge, gastrointestinal motility disorder, migraine with aura, dizziness, tremor and insomnia to be related to essure (ess205). The reporter commented: after three caesarean sections, including one with eclampsia with coma in 96, and occlusion due to adhesions and poor tolerance of contraceptive methods including pill, implant, iud and vaginal ring, at (B)(6), essure seemed to be the solution. However, my pain, bleeding and symptoms have not ceased to grow. Abundant menstrual bleeding, vaginal secretion of old blood and then malodorous discharges throughout my cycle (after placement of essure occlusion due to adhesions in 200(nos) after three caesareans). Each doctor or specialist did or did not try to find the causes, and at times the treatments considerably worsened my general health status. By listening to my body, I understood and felt that everything was gynaecological. Recurrent violent symptoms, different depending on my menstrual cycle and no other medical history. Psychological depression. In the summer of 2016, after neurological examination found nad (no abnormality detected), I stopped taking all medication, except lamaline, zolmitriptan, seresta. Diagnostic results (normal ranges are provided in parenthesis if available): in 2012: colonoscopy result was no abnormality detected (normal). -over the past ten years: tests including magnetic resonance imaging (MRI), computed tomography (CT) scan, x-ray, ultrasound of skull, lungs, spine and pelvis, colonoscopy, carpal tunnel, appointments with general practitioner and at hospital, gynaecologists, neurologist, psychiatrist, blood tests, etc.: no results provided. -on (B)(6) 2015: hysteroscopy: removal of left essure from uterine cavity. -on (B)(6) 2016: hysteroscopy: removal of fragment of essure in uterine cavity. No information on location or visibility of right essure. -in summer 2016: neurological examination: found nad (nothing). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1627 cases. Device dislocation. The analysis in the global safety database revealed 1153 cases. Device expulsion. The analysis in the global safety database revealed 241 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user atterrpts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality safety evaluation received. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced removal of left essure from uterine cavity (interpreted as device expulsion), a subsequent removal of fragment in uterine cavity (interpreted as device breakage), and no information on location or visibility of right essure (interpreted as device migration). She also experienced psychological depression diagnosed as burnout and low-grade colon dysplasia. The symptoms started after placement. The two device removals were performed by hysteroscopy approx. 8-9 years after placement. The above events are serious due to medical significance. Device breakage, expulsion, and migration are anticipated in the reference safety information of essure; burnout and colon dysplasia are unanticipated. Breakage and dislocation issues can occur during the insertion (particularly during difficult procedures) or during wearing of essure. In this particular case, the patient mentioned the presence of uterine adhesions from previous multiple cesarean sections, which may be a potential factor of poor visibility at insertion. However, based on the limited information, and given the nature and course of the events, a causality of essure cannot be excluded (related). Burnout syndrome and colon dysplasia are non-gynecological disorders with risk factors unrelated to locally active devices, therefore their causal relationship with essure was assessed as unlikely (unrelated). The case was classified as incident in line with the ha assessment and due to surgeries for device removal. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up can be pursued in this ha case.